Manufacturer narrative:
References the main component of the system and other applicable components are: product ID: 37752, serial# (B)(4), product type: recharger. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for other n on-malignant pain. The consumer reported that the patient had difficulty recharging. The consumer reported that the patient hadn't ¿worn it" for 6-8 months. The consumer reported that the patient met with a manufacturer¿s representative (rep) at the doctor¿s office and the rep did not spend much time there but connected the ins recharger (insr) to the ins and said it was working and the patient should go home and charge. The consumer also reported that there had been discussion of explanting or moving the wire to address charging issues. No troubleshooting could be done due to lack of access to insr. The consumer reported that the insr burnt the patient¿s back. No further complications anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.